Event description:
Related manufacturer reference number 1627487-2019-05160. Additional information received advised that the patient underwent surgical intervention on (B)(6) 2019 wherein the leads were repositioned. Effective therapy was restored post procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2019-05160. It was reported that the patient's leads migrated (confirmed via x-ray).surgical intervention may be planned to address the issue.